Event description:
The user facility reported that the oxygenator device involved had a low po2 and sao2. The event occurred during a cardiopulmonary bypass. The event did not delay the beginning or continuing the surgical procedure. The low po2 and sao2 occurred despite being on 100% fio2 with adequate flows and adequate hgb. The device was changed out. The surgery was completed successfully. The product malfunction did not contribute to any patient injury. There was no blood loss.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. Occupation- chief perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of the manufacturing record and the product-release judgement record of the involved product /lot# combination confirmed that there was no anomaly in them. A search of the complaint file found no similar complaint with the involved product /lot# combination. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, to update section h3 and to provide the completed investigation results. The actual device has been returned for evaluation. The images of the actual sample as arrived at the u.s. Factory showed that the urethane-covered part of the fiber had been stained in red. Visual inspection of the actual sample upon received found that the fiber on the gas-in and gas-out sides had turned red. No breakage or no other obvious anomaly that could lead to the reported low oxygenation was observed. The actual sample, after having been rinsed and dried, was tested for its o2 transfer and co2 removal in accordance with the factory's inspection protocol. The obtained values met the factory specifications. Blood conditions: hb:12g/dl, temperature: 37°c., ph:7.4, svo2:65%, pvco2: 45mmhg circulation conditions - blood flow rate: 6l/minutes and 4l/minutes, v/q=1, fio2=100% . O2 transfer volumen: 6l/minutes = 382 ml/minutes and at 4l/minutes = 276 ml/minutes. Co2 removal volume: 6l/ minutes = 321 ml/minutes and at 4l/minutes = 230 ml/minutes. The pump record was not available. Review of the manufacturing record and the product-release judgement record of the involved product/lot number combination confirmed there was no indication of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. The investigation result verified that the actual sample after rinsed was a normal product with no issue in the gas exchange performance. No anomaly was noted in the manufacturing records. The following factors are considered the cause of decreasing po2; however, since no anomaly was confirmed in the actual sample and no pump record was available, the cause of occurrence could not be clarified. During rewarming, the patient's metabolism was activated and the required o2 volume increased, leading to decreasing svo2: (I) oxygenation performance was poor due to plasma leak; (ii) gas exchange was inhibited by blood clots formed in the oxygenator; (iii) due to the wet lung phenomenon, water droplets were generated inside the fiber, which hindered the gas exchange. For your reference, the IFU for capiox fx25 includes the following statements: "measure blood gases and make necessary adjustments as follows: (I) control pao2 by changing concentration of oxygen in ventilating gas using gas blender to decrease pao2, decrease fio2 and to increase pao2, increase fio2; (ii) control paco2 by changing the total gas flow to decrease paco2, increase total gas flow or to increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increasing in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed to the amount of the patient's gaseous metabolism." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved."